Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 376826a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances; the lot met release specification. A root cause could not be determined with the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. On (B)(6) /2016 inratio inr = 1.1; repeat inratio inr = 3.2, two hours between tests patient's therapeutic range = 3.0 - 3.5. No reported adverse patient sequela.